Manufacturer narrative:
The initial reporter's address is (B)(4). This event was reported by the distributor. The reported healthcare facility is: (B)(4).: the device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a captivator small oval stiff snare was used in the colon during a cold polypectomy procedure performed on (B)(6) 2022. During the procedure and inside the patient, the snare could not cut properly. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: the initial reporter's address: (B)(6). This event was reported by the distributor. The reported healthcare facility is: (B)(6). Block h6: problem code a050702 captures the reportable event of snare loop cutting problems. Block h10: investigation results: a captivator small oval stiff snare was received for analysis. Visual inspection of the returned device revealed no problems had been found. Functional inspection was performed and when the device was connected to the 10 inch loop fixture, it contracted and extended well. Electrical test was performed and the device passed, indicating a proper connection. No other problems were noted. The reported event of "loop failure to cut" could not be confirmed since the device cannot be functionally evaluated with respect to anatomical/procedural factors encountered during the procedure. Device analysis found no problems with the device during visual, functional, and electrical testing. Based on the information available and the returned device analysis, the most probable root cause for the reported complaint is "no problem detected." A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a captivator small oval stiff snare was used in the colon during a cold polypectomy procedure performed on (B)(6) 2022. During the procedure and inside the patient, the snare could not cut properly. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event.